Manufacturer narrative:
As reported, the 5x20mm 155cm saber rx percutaneous transluminal angioplasty (pta) dilation catheter was inserted and inflated during an endovascular treatment (evt) case. However, it ruptured within its rated burst pressure. The saber rx was replaced with an unknown same size balloon catheter and the procedure was completed successfully. No patient injury was reported. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review of lot 17561646 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, lesion characteristics (although not provided) and procedural/handling factors most likely contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 155 5mmx2cm saber rx percutaneous transluminal angioplasty (pta) dilation catheter was inserted and inflated during an endovascular treatment (evt) case. However, it ruptured within its rated burst pressure. No patient injury was reported. The saber rx was replaced with an unknown same size balloon catheter and the procedure was completed successfully. The device has been discarded in the hospital.